Event description:
To gain access to the patient'd right femoral artery a becton dickinson 18g2 3/4 procedure needle and the guidewire m were usedf. Upon removing the wire and needle, it was noted under fluoroscopy, radiopaque particles not previously seen. During a second surgery these silk-like fragments of the guidewire were removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure, guidewire. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.